Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. (B)(4).

Event description:
It was reported that the patient presented to the emergency room for receiving appropriate therapy. Review of the data stored in the implantable cardioverter defibrillator (ICD) found two episodes of oversensing noise. The patient was not dependent and there was no pacing inhibition noted. Boston scientific technical services (ts) reviewed the electrogram (egm) and noted noise on all leads. Ts discussed possible external sources. Chronic low r-wave amplitudes were also observed. Ts suggested having the patient follow up with cardiology. Sixteen months later a revision procedure was performed where the ICD and another manufacturer's right atrial (ra) lead were explanted. During the procedure the physician experienced difficulty removing the right ventricular (rv) lead as the helix would not retract. Visualization during the procedure noted a fracture of the high voltage conductor coil. Approximately one third of the rv lead was surgically abandoned in the patient. The remaining portion was explanted. The clinic notes from the procedure were reviewed and found that the patient had previous inappropriate shocks due to noise. No additional adverse patient effects were reported.